Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (2gm, every 5 days, ongoing), ceftazidime injection (1gm, once daily, ongoing) and heparin injection (1/2 ml/per bags, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported the patient was hospitalized for the peritonitis event. Antibiotic treatment was stopped. Pd therapy was discontinued and the patient was on hemodialysis twice a week. The patient was discharged and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.